Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc. (Isi) has not received the small grasping retractor instrument for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy procedure, the small grasping retractor instrument had an uneven edge on which a piece of tissue was attached. The instrument was able to be removed from the tissue without any harm to the patient. The instrument was used 2.5 hours before the incident happened. The tissue was getting caught above the wrist of the instrument. The tissue was released by gently rotating the instrument and was not excised. The procedure was completed robotically. There was no bleeding, the patient did not sustain an injury due to the event.